Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The sealant of the 5f mynx grip vascular closure device (vcd) stuck to the distal end of the black tube and a small it was stuck to the device component below the white tube. The balloon was fully deflated after shutting down based on ultrasound and the marker disappeared, however, the device was unable to remove through the white tube. A fluoroscopy procedure was used to check and confirmed the balloon deflation. The deployer shuttled down the device completely. The device was inspected upon removal from the patient. Therefore, hemostasis was achieved by 20 minutes of manual compression and the device was removed with a white tube in one motion. There was no reported patient injury. The patient recovered after the mynx event. The patient¿s hospitalization was not extended however an extra time was necessary for the hemostasis. The mynx device was used for closure after an angioplasty procedure with an antegrade approach. The deployer¿s mynx training status was in training. The target lesion was the right lower limb artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick or puncture location was the common femoral artery (cfa) under the ultrasound machine. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was prepped as per the labeling and was opened in a sterile field. The device was not stored at a temperature exceeding 25 °c. The mynx grip device was used in conjunction with various devices like cordis 5f bite tip sheath, terumo wire, and glide catheter, ev3 balloon. Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
The 5f mynxgrip vascular closure device (vcd) was inspected upon removal from the patient however a small amount of the sealant was stuck to the distal end of the black tube. The device was unable to be removed through the white tube. There was no reported patient injury. The deployer was in mynx training. The device was prepped as per the labeling and was opened in a sterile field. The device was not stored at a temperature exceeding 25 °c. The mynx device was used for closure after an angioplasty procedure with an antegrade approach. The mynxgrip device was used in conjunction with various devices like 5f bite tip sheath, non-cordis wire, non-cordis catheter, and non-cordis balloon catheter. The target lesion was the right lower limb artery. The puncture location was the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Fluoroscopy was used to check and confirmed the balloon deflation. The deployer shuttled down the device completely. The device was removed with a white tube in one motion and hemostasis was achieved by 20 minutes of manual compression. The patient recovered after the mynx event. The patient¿s hospitalization was not extended however an extra time was necessary for the hemostasis. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the advancer tube was on the catheter shaft, abutting the balloon proximal tip which was observed to have been damaged/bunched up against the advancer tube¿s distal end to the catheter shaft. The sealant and procedural sheath were not returned with the device. Per microscopic analysis, the balloon¿s proximal tip/taper was severely damaged/punched up against the advancer tube¿s distal end which was also observed severely damaged as received. The condition of the returned device showed signs of wrong angle deployment which may have caused the balloon taper/proximal tip to be scrapped off from the device polyimide shaft, punched up against the advancer tube distal end and obstructed the device path during the device removal step. A product history record (phr) review of lot f1931504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device. Without the return of the sealant, a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as wrong angle deployment, may have contributed to the reported event as evidenced by the damage noted during product analysis. It should be noted that that the mynx product¿s preferable insertion angle is a 45°. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it also instructs users to align the balloon catheter with the tissue tract during device deployment step. Failure to align the balloon catheter with the tissue tract may have caused the advancer tube to pinch in the catheter polyimide shaft during the procedure, resulting in the balloon taper/proximal tip being scrapped off from the device polyimide shaft, punched up against the advancer tube distal end and obstructed the device path during the device removal step. Neither the phr review, nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.